Manufacturer narrative:
G4: 11feb2020. B4: 13feb2020. The customer reported that replacing the boot kit did not resolve the problem. The customer did not respond to multiple requests for additional information. No additional repair details could be obtained. The patient's information was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported that the ventilator is providing excessive tidal volume. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Technical support advised the customer to run performance verification testing (pvt) in order to determine the cause of the problem. The customer reported that the ventilator failed the system leak test during pvt. Technical support advised the customer to replace the blower and boot kit.